Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 2 of 4. E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Reference number (B)(4). Event occurred in puerto rico, u.s. It was reported that the patient faced an event of occlusion with four infusion sets as the pump detected an occlusion that prevents the flow of insulin. Patient was alerted by insulin flow blocked alarm that occurred during therapy. No further information available.